Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the unlock button became unresponsive during the load process, and that button "3" to unlock the pump is intermittently unresponsive. There was no impact to customer's blood glucose level.